Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Bench testing determined that the reported issue was caused by a non-conforming hybrid board. Vyaire medical replaced the hybrid board to address the customer's reported issue and transferred the defective component to failure analysis lab for further testing. Failure analysis results: the defective component was installed into a known good ptv test unit and powered in "user mode". The unit successfully powered up and allowed the unit to operate. After approximately 6 minutes of cycling on the default settings, a hw fault -20 alarm appeared and unit went inoperable. This issue was isolated to the capacitor.

Event description:
It was reported to vyaire medical that the device was alarming "hardware fault 20". There was no patient involvement associated with this reported event.